Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned clean. The distal end of the catheter was examined under microscopic magnification and it was observed that the outer catheter was torn and twisted at the location of the marker band. The inner guidewire lumen was visible at the location of the torn outer catheter and was observed to be twisted around the core wire. No other anomalies were noted along the length of the catheter. Performance/functional evaluation: functional testing could not be performed due to the poor sample condition (i.e. Torn and twisted catheter). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for torn material, as the outer catheter was partially torn and twisted at the location of the marker band. The investigation is confirmed for material twisting as the guidewire lumen was observed to be twisted at the location of the torn outer catheter. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues during the attachment of the catheter to the transducer contributed to the twisted and torn catheter. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the proximal end of the crosser catheter to the transducer. Hold the proximal hub while rotating approximately two full turns clockwise. Firmly tighten by hand. Warning! Allow crosser catheter tip to freely rotate during attachment. Set the irrigation system to 0.3ml/sec (18 ml/min) and switch irrigation system ¿on¿. Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Warning! Do not use a crosser catheter without proper irrigation as device damage and/or patient injury may result. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an out of body test the recanalization catheter's tip was found to be fractured. There was no patient involvement.